Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were some upper rate episodes on the electrogram that were unable to be reproduced and were determined to be artifact. The device was reprogrammed and the lead remain in use. No patient complications have been reported as a result of this event.